Event description:
It was reported that a device experienced constant upstream occlusion alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. During the internal eval of this unit the upstream sensor tail was found to have cracks in the tail pins 39 and 40 which are known to cause both nuisance upstream occlusions and air in line alarms. Root cause appears to be cracked tail pins in the upstream sensor assembly. The upstream sensor was replaced.